Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of 317 mg/dl with nausea. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customers blood glucose was 299-321 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.